Event description:
It was reported that the computer board on the 9800 system is "going out". There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on the info provided, an order has been made for a single board computer, generator interface pcb, image processor pcb and a video controller pcb. It is believed that once the identified components are replaced the reported issue will be address. If add'l issues are noted, they will be reported as required. Correction: this report was originally submitted under MFR. Report number 1720753-2008-00045 and dated 01/03/2008. It has recently come to our attention that this number is a duplicate and as such we have revised the MFR. Report number to reflect a unique number for this report. The new MFR. Report number is 1720753-2008-00118 and is reflected on this corrected form. The original report, as identified above, should be replaced with this corrected form.